Event description:
Sales rep. Reports that: "valve was not working properly after being implanted for one day and had to be explanted". It was also noted that the surgeon tested the valve with the manometer and read 100mm h2o. After the valve being implanted, the pt was not feeling good. The valve was explanted and pressure was measured again and it measured 58mm h2o.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.